Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient stated he felt sick and thought his blood sugar was low based on cgm values. He self treated the low cgm values with several gels. The patient was vomiting. It was not specified if the bg was checked by the patient prior to seeking evaluation in the emergency department. The patient's father took him to the hospital and upon arrival, the cgm was 58 mg/dl while the bg was 440 mg/dl. He was hospitalized 30 hours and treated with an insulin drip. At the time of the report, he was fine and back to normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.